Event description:
It was reported that the sagital saw attachment was heating up during a routine field service maintenance visit. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Event description:
It was reported that the sagittal saw attachment was heating up during a routine field service maintenance visit. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
(B)(4). The device will not be returned as it was lost at the user facility; it is not possible to determine the cause of the reported malfunction without an evaluation of the device. The device will not be returned as it was lost at the user facility.